Manufacturer narrative:
Additional information reported that the lesion was very calcified. It was impossible to go through. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the distal tip was slightly flared. The stent was positioned on the balloon between the marker bands as per specification requirements. The 15th and 16th distal segments of the device were deformed with raised struts. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a resolute onyx device. It is reported that the operator could not cross the lesion. The operator decided to retrieve the stent and discovered that there was a broken strut. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.